Event description:
The customer reported that on (B)(6) 2012 at 9:00 am, his blood glucose measured 232 mg/dl. By 11:30 am, it rose to 431 mg/dl. He didn't remember how long he had been wearing the device. When it was removed, he observed that the cannula was kinked. At 6:00 pm, after the device was changed, his bg was 124 mg/dl.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked condition of the cannula or determine if it could have contributed to the reported hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250mg/dl mean high blood glucose (hyperglycemia)...follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."